Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the implantable cardiac defibrillator exhibited premature battery depletion. No intervention was performed. The patient was stable.